Event description:
It was reported that the system shut down during a case; however, the customer was able to reboot and continue using the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.